Event description:
It was reported that high impedances (>4,000 ohms) were seen on electrode combinations of #0, 1, 2, and 3 on the implantable neurostimulator (ins) system. It was noted that none of those electrodes were used in the patient¿s programming. It was noted that the patient did not complain of any therapy issues) such as shocking, jolting, or loss of therapy) that were related to the impedance issue. The reason for the high impedance issue was not known nor were x-rays taken. Reprogramming was per formed which provided the patient with better pain relief. The patient was very happy with the new program and was to contact the manufacturer¿s representative if they had any questions or problems. It was ¿believed¿ that the ins was going to be replaced in the next few months. The ins was at 2.40 volts at the time of report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# j0428353v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).